Event description:
Customer alleged the chair is stopping and starting and when the motor cap was taken off on the left side, dealer discovered burnt smell inside. No injury alleged.

Manufacturer narrative:
MDR decision date - (B)(6) 2012. (B)(6) 2012, (B)(4) - RMA 860065386 has been initiated for this issue. Model nutron r51, serial number/date code (B)(4) is approximately 4 years and 3 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged inconsistence in the movement of her power chair. The dealer removed the left side motor cap and there was allegedly a burnt smell. The smell was not noted by the customer. The motor was under a 6 months warranty. The product is to be returned to invacare for an inspection and evaluation.